Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer was having an issue with the product disconnecting from the alligator clip in the trays. There was no injury to the patient.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no visual abnormalities. Functional testing performed a catheter pull test and the connector functioned as intended. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly., corrected data: contact state corrected (e1)